Manufacturer narrative:
Correction: this MDR (B)(4) is not applicable as it is a duplicate of MFR#: (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -8.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k)- this product is not marketed in the u.s. (B)(4). Claim# (B)(4).